Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient in a secondary procedure due to unexpected post-operative refraction. The incision was not enlarged, no vitrectomy performed and there were no complications reported. The lens was replaced with a zmb00 lens with serial number (B)(4). In addition, it was stated that the patient was doing well after the explant.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.unexpected post operative refraction.all pertinent information available to the manufacturer has been submitted. Placeholder.